Event description:
It was reported, that patient presented in clinic for routine follow-up. Upon interrogation, it was found, that patient's implantable cardioverter defibrillator (ICD) exhibited notifier anomaly, due to which the ICD was vibrating every for minutes. The device was explanted and replaced. There were no patient consequences.